Event description:
The biomed department stated that the clinician reported that the external pulse generator (epg) turned itself off with no warning from the battery indicator. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis could not confirm the customer comment that the device shut itself off. It did find the liquid crystal display (lcd) out of specification (the lower display was dim), the serial number label was torn and the lower case was broken.